Manufacturer narrative:
No parts or logs from the ventilator to which the compressor was connected were available for further investigation. The reported low pressure could not been duplicated. The compressor passed several pre-use checks. Since the issue could not been duplicated and no parts were returned or logs from the ventilator to which the compressor was connected were available for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).